Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver froze on the initialization screen. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and a screen error alarm was observed. The reported event of a frozen initialization screen was confirmed during log review. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.